Event description:
Post implant intervention to treat thrombosis. It was reported to guidant that a graft implanted two months ago thrombosed. An ax-bifem bypass was performed. No additional info was available.